Event description:
The user facility reported that when the tourniquet cuff was placed on the patient during a procedure, the seam split open and would not inflate.

Event description:
The user facility reported that when the tourniquet cuff was placed on the patient during a procedure, the seam split open and would not inflate.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.